Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the hospital after receiving shocks. Upon interrogation it was noted two shocks were inappropriately administered for supraventricular tachycardia (svt), which then transitioned to ventricular tachycardia (vt). A third shock was given for the vt. Review of the data further revealed that there was intermittent high out of range pacing impedance measurements of greater than 2500 ohms for the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. During the interrogation high threshold measurements with loss of capture (loc) and no sensing detection on the ra channel were also seen. It was noted that the patient had recently undergone an unsuccessful procedure where another manufacturer's cardiac resynchronization therapy defibrillator (crt-d) was unable to be implanted for an unknown reason. The patient went home and then presented at another facility for the inappropriate therapy. The patient was then transferred back to the original hospital. Another revision will be scheduled in the future. The physician programmed the ra lead off and reprogrammed the vt detection to 200 bpm to avoid further shock therapy for svt. The ICD and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed where the ICD and ra lead were explanted and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). It was noted another manufacturer's right ventricular (rv) lead was also explanted for an unspecified product performance anomaly.